Manufacturer narrative:
Additional information indicated the device was received by edwards lifesciences for evaluation. Pre-decontamination evaluation of the device indicated a pinhole leak on the inflation balloon on the proximal non-working length (shoulder) was present. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the crimped valve was stuck under the sheath shaft relief 8cm from the comnut. No visible damage to the stain relief was observed prior to disassembly. The 14fr sheath was fully expanded and the tip was opened as designed. The inflation balloon was noted to be pleated and folded with the valve crimped over it. No observable balloon burst to inflation balloon was reported. A slight bend on flex shaft 3.5 inches from the flex tip was observed. Scraping and exposed material on flex shaft 1.25 inches from the flex tip was noted. Review of the provided procedural videos and photographs revealed calcification at the aortic root was noted during valve deployment. During functional testing, inflating the balloon revealed a pinhole leakage on the proximal shoulder of the inflation balloon. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from june 2019 to may 2020 for the commander delivery system (all models and sizes) revealed other similar complaints based on the associated root cause and evaluation codes. Procedural and patient factors may have contributed to the reported events. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the asc4 balloon and crimp balloon undergo multiple 100% visual and dimensional inspections. The crimp balloon undergoes 100% dimensional inspections and 100% visual inspections with an unaided eye and under 8x magnification. The guidewire shaft, balloon catheter laser bond, balloon pleating also undergo visual inspections. During final inspection, the entire device undergoes 100% distal to proximal visual inspection. Additionally, product verification testing based on a sampling plan is performed on each lot prior to release. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was able to be identified during evaluation. Reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. As reported, the patient had calcification in the annulus and through the lvot. Further evidence of calcification can be seen by the scratches noticed on the flex shaft near the flex tip. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. When functionally testing the returned device, a pinhole leakage was revealed at the proximal inflation balloon. It is possible that when the valve crossed the native valve and/or prepared for valve deployment, the proximal portion of the inflation balloon was punctured by a calcified nodule. Although a definite root cause could not be determined, available information suggests that patient factors (calcification) likely contributed to the reported balloon leakage. Available information suggests that patient factors (calcification) likely contributed to the reported event. Review of IFU/training materials revealed no deficiencies. Therefore, no corrective and preventative action, nor product risk assessment is required at this time.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Additional information indicated a high degree of calcification was present in the annulus and through the lvot. The patient has been discharged to home in stable condition. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of procedural imagery and photographs revealed calcification present at the aortic root. The sapien 3 valve was also fully deployed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints related to the complaint code. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was not able to be confirmed due to the unavailability of the device or related device photos. No manufacturing non-conformances were identified during product evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified annulus. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification in the annulus and through the lvot). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). As reported in the case, the patient had calcification in the annulus and through the lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition to the procedure itself, patient factors (valvular calcification) likely contributed to the reported balloon rupture during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure for a 26mm sapien 3 valve in the aortic position, at the beginning of valve deployment. The commander delivery system balloon burst. Valve deployment was not performed. The delivery system and valve were retrieved without issue. A new delivery system and sapien 3 valve were prepared and used for the procedure. The new valve was successfully deployed. No injury to the patient was reported. The new valve remains implanted in the patient. Information regarding the native annular diameter and degree of valvular calcification was not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.